Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurost imulator (ins). It was reported that the patient had an "open circuit". The hcp had called the rep to ask if an scs patient could have an MRI with an open circuit. The patient needed an MRI, but was not given further information. No further complications were reported or anticipated. No symptoms were reported.